Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). Methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. Patient was fully recovered. The patient received anticoagulation during the procedure with acts maintained at 350 seconds. Trans-septal puncture was performed with a brk needle. Sheath used was agilis. No ablation was performed. There were no error messages on any biosense webster equipment during the procedure.